Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2026. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the IV tubing of an unspecified set broke off inside the fitting on the j-loop. The issue was noticed while trying to loosen the IV tubing from the j-loop, resulting in blood free flow from the end of the j-loop. The j-loop was quickly clamped to stop the blood from flowing back through it. The patient was unhooked from IV infusion of heparin to get medication for nuclear med testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.